Event description:
It was reported that the dome cover was falling off and the account had to tape on to secure. There were no reported injuries or adverse consequences.

Manufacturer narrative:
On 25 august 2025, it was reported that in or#2 that the f628 light head had a damaged light cover, needs a fst to come out and investigate. During the visit by the field service technician (fst), the tech found that the dome cover was falling off and the account had to tape it on to secure the cover. The technician replaced the damaged dome with a new dome per service manual. This resolved the issue. The most likely root cause is product wear and customer abuse, although this could not be verified due to lack of information from the hospital staff. This conclusion is supported by the fact that the cover was functioning as intended during installation, and reports that the customer had light-heads occasionally colliding with hospital equipment. Additional contributing factors could be cleaning materials and procedures, which have been shown to weaken the cover's plastic material. Together, these factors likely contributed to the cracking and failure of the product, although this could not be confirmed without additional information on cleaning supplies and investigation of collision damage at the customer site. There was no adverse event, patient impact, or patient involvement reported. The failure does not exceed any thresholds and will continue to be monitored.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the dome cover was falling off and the account had to tape on to secure. There were no reported injuries or adverse consequences.